Event description:
It was reported the pt's experiencing pain at the ipg site. The physician has recommended surgical intervention as the next course of action; however, the pt declined due to other obligations.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.